Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include thirst and fatigue. The patient reports since receiving steroid injections from their foot doctor the prior day their blood glucose levels had increased. The patient administered 3 boluses of 10 units of insulin but their blood glucose level had not decreased. Once at the hospital emergency room the patient was treated with intravenous fluids as well as 14 units of manual insulin via injection. The patient was at the hospital emergency room for 5.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.